Event description:
It was reported that during a da vinci myomectomy procedure, the harmonic ace curved shears insert fell off and into the patient, item retrieved without harm to the patient. Intuitive surgical, inc. Contacted the site to obtain additional information concerning the reported event. The robotics nurse replied back indicating that the fragment was removed laparoscopically and there was no injury to the patient and no additional post-operative test were required.

Manufacturer narrative:
The initial MDR submitted on (B)(4) 2014 for this compliant had an incorrect date of event.

Manufacturer narrative:
The harmonic curved shears insert was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the harmonic insert was broken. The curved blade was broken at the weld pin. The side of the blade closest to weld pin had a semi-circular mark with a radius of roughly .012. There was some deformation on the outer profile of the blade that was associated with the formation of this mark. The weld pin edge appeared to have a dark mark near the middle that aligned closely with potential curved blade contact pin. The location of the marks suggested that the blade and the weld pin made contact during energy activation, and this likely contributed to fracture of the blade. Failure analysis investigation also found that harmonic insert's teflon pad was missing from the clamp arm. It is inconclusive if this was related to the blade breakage.